Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. No further actions are possible with the available information.

Event description:
It was reported that the valve was not implanted. "Contamine" was indicated by the hospital in the implantation data card. No other details provided. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There is no allegation received of a product malfunction or quality deficiency.

Manufacturer narrative:
Device not returned. Documentation received from the registry indicated the device was "contaminated". However, we have not received any additional information to clarify this statement. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review is still in process. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.